Event description:
A customer contacted baxter's technical service center regarding a caution negative ultrafiltration (uf) alarm that appeared on the homechoice display in drain 2/4. The technical service representative (tsr) reset the alarm. The home patient loosened the tape on the tubing. The home patient resumed draining at a normal rate. Tsr checked the therapy information. The fill volume was 2000ml; the drain volume was 3895ml. Homechoice moved to fill 3/4 on its own. Home patient resumed therapy. No patient injury or medical intervention was reported. The home patient stated she had no symptoms of increased intraperitoneal volume and was able to successfully complete therapy. The home patient declined to make the device available for evaluation.

Manufacturer narrative:
(B) (4).